Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets fell off events during doing use on date 17-june-2024. The infusion set was in use for 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.